Event description:
One patient sample initially generating low sodium and potassium results, gave higher results on repeat. Initial sodium gave 89 mmol/l; repeat gave 148 mmol/l. Initial potassium gave 3.2 mmol/l; repeat gave 4.7 mmol/l. Erroneous results were not reported. Although the exact root cause could not be determined the field service rep decontaminated the ise module, back flushed isv1 and isv8, verified probe alignment and replaced electrodes. Performance tests were performed which were within specifications.